Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation alleges patient was permanently harmed by severe metal poisoning and metallosis from metal debris after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to cyst with reactive fluid with high lymphocyte counts along lateral aspect of greater trochanter coming from acetabular component. Patient complained of burning sensation. Update: (B)(6) 2013 - litigation received (B)(6) 2013 and attached. Complaint changed to legal. Dob added. Litigation alleges patient was permanently harmed by severe metal poisoning and metallosis from metal debris after asr hip implant. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - plaintiffs preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised due to cyst with reactive fluid with high lymphocyte counts along lateral aspect of greater trochanter coming from acetabular component. Patient complained of burning sensation.